Event description:
Loss of osseointegration (dental implant).

Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading (with higher probability inhomogeneous) of the implant and patient related bruxism.

Event description:
Implant fracture.